Manufacturer narrative:
Based on the claim against the product by the customer noting the maryland bipolar forceps' broken cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps associated with this complaint and completed investigations. Failure analysis investigations replicated and confirmed the customer reported complaint of a "broken cable." The maryland bipolar forceps was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The maryland bipolar forceps failed the electrical continuity test. Thermal damaged was also observed on the yaw pulley, near the grip. Charring and localized melting at the grip base were observed. A piece of the yaw pulley was missing and was not returned with the maryland bipolar forceps. Due to the conductor wire being broken, there was no energy delivery test performed to confirm arcing. Additional observation(s) not reported by site: the maryland bipolar forceps was found to have the proximal clevis dislodged at the main tube. There were no potential fragments and/or damage to the proximal clevis. The maryland bipolar forceps was found to have various scratch marks/abrasions with light material removed on the main tube at the proximal clevis. The scratch marks were 0.176¿ to 0.157¿ in length. Scratches and abrasions to the main tube are deemed cosmetic damage. The probable root cause of cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. This complaint is considered a reportable event due to the following conclusion: the maryland bipolar forceps had conductor wire damage. Thermal damage at or near a conductor wire breakage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the customer identified that the maryland bipolar forceps instrument was broken. There was no reported injury and no patient involvement. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was unknown if the maryland bipolar forceps instrument was inspected prior to use. The instrument was confirmed last used on (B)(6) 2022. Patient information was not provided.